Event description:
The screwdriver mechanism would not turn. This event did not cause any adverse consequence to the pt or surgical delay.

Manufacturer narrative:
Summary of evaluation: evaluations results received from howmedica gmbh, in kiels, germany, indicate that this event would not be associated with the device but rather would be related to improper cleaning methods used by customer.